Event description:
It was reported that during a procedure of the heavily calcified, distal external left iliac artery, the absolute pro stent delivery system (sds) was used. The access was from the left common femoral artery retrograde. The lesion was pre-dilated with a 7 x 30 mm fox plus balloon dilatation catheter (bdc). The absolute pro sds was introduced through a 6 fr non-abbott sheath without any unusual resistance noted. The access site and the vessel proximal to the lesion were heavily calcified. The sds reached the lesion without any issue, however, unusual resistance was noted during the stent deployment. The stent had begun to deploy and could not be resheathed. The stent was attempted to be fully deployed and the thumbwheel was fully retracted; however, the sds became stuck on the released stent implant. The physician pulled back the sds together with the already deployed stent until it reached the distal end of the sheath. The sheath was removed first hoping to also remove the stent implant; this was not successful. The sds was removed, however, the stent implant became stuck at the puncture site. The physician was successful in capturing and removing the proximal part of the stent implant using forceps. The stent distal fragment remained in the vessel. A 6 fr introducer sheath was introduced through the same puncture site to stop the bleeding and to finalize the procedure. The procedure was completed by implanting an 8 x 19 mm omnilink elite stent at the aortic bifurcation in the common iliac artery; an 8 x 80 mm absolute pro implanted in the transition of the distal common iliac artery and external iliac artery; and an 8 x 40 mm absolute pro implanted in the distal external iliac artery.

Manufacturer narrative:
(B)(4). Post stenting procedure, the patient was transferred for surgical removal of the absolute pro stent fragment stuck at the puncture site. It was noted that post surgery the patient was treated with heparin and was reported in stable condition but remained in the hospital for monitoring. No additional information was provided. Subsequently, 8 cine photos were received from the site and reviewed by an abbott clinical representative which stated: there are 8 still images with associated descriptions; the conclusion is that the images are consistent with the incident description. No additional information was provided. Guide wire: radifocus introducer ii 6f. Incorrect removal. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent separation was able to be confirmed. The difficulty deploying the stent and removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded that the images are consistent with the reported incident description. It should be noted the absolute pro peripheral self expanding stent system instructions for use states: the stent is not designed for resheathing or recapturing. Once the stent has started to deploy, it cannot be recaptured using the stent delivery system. Once the stent has started to deploy, it is not recommended to remove the stent with the delivery system. Based on the reviewed information, no product deficiency was identified.